Event description:
Information received indicates the mattress is soaked with blood after seeping through the mattress ticking.

Manufacturer narrative:
A replacement mattress was sent to the facility to repair the bed.